Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported the distal end was broken on hf-resection electrode, loop. The malfunction was found during the therapeutic transurethral resection of the prostate (turp). The procedure was completed with a similar device. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e4 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the malfunction was likely caused by wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.